Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The tip was not damaged. The majority of the balloon body was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2015. It was reported that tip damage and crossing difficulty occurred. Vascular access was obtained via the femoral artery. The 16mm in length, totally occluded target lesion was located in the severely tortuous, severely calcified and 3.5mm in diameter first obtuse marginal artery. The lesion contained >45 and <90 degrees bend. A 6f guide catheter was placed. After a 0.014 guide wire crossed the lesion, predilation was performed using a 2.0mmx8mm balloon catheter. A stent was then implanted in the lesion and a 3.0mm x 12mm quantum maverick balloon catheter was advanced for post dilation but the device was unable to cross the recently implanted stent as the tip of the device was damaged. The procedure was completed using an apex balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.